Event description:
The user received questionable ion selective electrode (ise) potassium results for 15 patient samples from the modular analytic core analyzer serial number (B)(4) that were discovered due to low anion gap results. Repeat testing was performed on modular analytic core analyzer serial number (B)(4). Of the data provided, the results for one patient sample were discrepant. All results are in mmol/l. The initial result was 3.5 and the repeat result was 4.0. All initial results were reported outside the laboratory. No patients were adversely affected. A corrected report was issued for this patient sample only. There was no change in treatment, condition or medications due to the initial results. Upon evaluation of the analyzer, the field service representative determined there was a defective ise sample probe and replaced it. To verify the analyzer operation, he ran successful calibrations and the user ran successful quality control.

Manufacturer narrative:
Another assay related to this event was reported in the medwatch report with patient identifier: (B)(6).

Manufacturer narrative:
Upon further investigation of the event, it was determined the issue might have been caused by the worn waste nozzle no patients were harmed or treated based on these results. No adverse events were reported.